Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2021. On (B)(6) 2021, the pediatric patient is hypo-unaware and suddenly fainted in a shop. He was unconscious for 20 seconds. The cgm was reading 7.4 mmol/l but the bg was 2.1 mmol/l. The patient¿s mother gave him one dose of 10 g glucose gel orally and he quickly improved and was doing fine, but tired. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.